Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, after the reload was connected and clamp was done, the device did not fire. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.